Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received 58 inappropriate shocks due to lead noise oversensing. Impedances were greater than 2500 ohms with over 3000 sic (short interval count). The lead was capped and replaced. No patient complications have been reported as a result of this event.